Event description:
A 24mm diameter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that the pt returned approx 81 months post stent graft implant and that CT demonstrated that the stent graft had migrated into the aneurysm sac. There was a type I endoleak. The physician elected to treat the pt by implanting another MFR's device. There is still an endoleak present which will not be treated at this time; the physician will monitor the pt. No add'l clinical sequelae were reported and the pt is fine. Medtronic has requested add'l info; however, no info was received to date.